Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error alarm was confirmed in the history file. The device passed the rewind, basic occlusion, prime and displacement tests. All operating currents were within specification. The off no power alarm functioned properly. The unexpected restart error, excessive no delivery and occlusion tests could not be performed due to motor error alarms. The root cause of the motor error alarm and motor position encoder error alarm could not be determined due to insulin pump preservation. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had motor error alarm during prime and then a motor position encoder error alarm. It was stated that then the display went blank and back on. The time was set and when repeating prime, the insulin pump alarmed motor error again. The blood glucose at the time of the incident was 169 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.